Manufacturer narrative:
A ge service rep performed an onsite investigation. The sram card was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the sys would not complete boot up. There is no report of injury or death associated with the event described in this complaint.